Event description:
It was reported, from a personal interaction, that a patient underwent endovascular mechanical thrombectomy using a 5mm x 37mm embotrap iii (et309537/22f168av) for an occlusion at the right middle cerebral artery (mca), m1 segment. Details of the procedure: the right femoral artery was punctured with an 8f sheath (brand/manufacturer not specified). A balloon guiding catheter was advanced to the right internal carotid artery (ica). From there, an aspiration catheter catalyst 6 (stryker neurovascular) was delivered to the m1 origin and a microcatheter trak (stryker) crossed the lesion. The complaint embotrap iii was delivered between m2 and m1 and thrombus removal was attempted. The physician did not feel resistance, but blood vessel stretched was observed by angiography as if there was resistance. Physician also stated that the relationship with the device cannot be ruled out. It was mentioned that the complaint device was used as per IFU and a continuous flush was maintained throughout the procedure. The stent and the aspiration catheter were removed as a unit and the thrombus was removed completely. However, a subarachnoid hemorrhage sah was confirmed by angiography. The bleeding point was embolized with coils (brand/manufacturer not specified) and hemostasis was achieved. At this time is not known if this occurrence resulted in a clinically significant delay in the procedure or if it caused prolonged hospitalization. The procedure was deemed completed. The patient has been hospitalized and followed up, although present status is unknown. Concomitant devices used during the procedure include an optimo 8fr guiding catheter (brand/manufacturer not specified). No further information was provided at the time of complaint initiation.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. A review of the DHR records confirms that there were no issues with the assembly of the lots (sub-assemblies and top assembly), all rejects were accounted for during the DHR review. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, e1, e2, e3, g3, g6, h2 and h10. Section e1. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.